Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument's head was fractured. The customer used a spare instrument to continue with the procedure. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken. The blade broke at the base. The broken piece was not returned. The complaint was confirmed by failure analysis. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image confirms the customer's alleged complaint. The instrument's head was fractured. No conclusive determination can be made based on this analysis.